Event description:
The customer reported that while the unit was in use on a patient, the unit failed to run on battery power. The unit was functional on alternating current power. The patient was switched to another unit and therapy was continued. No patient injury was reported.